Manufacturer narrative:
Type of reportable event, corrected data: initial report inadvertently listed the type of reportable event as a serious injury instead of a death.

Event description:
Additional information was received that the cause of the death was super-refractory non convulsive status epilepticus, severe septic shock, and multiple organ dysfunction. The hypotension reported was due to refractory shock, unrelated to vns. The vns was disabled from the low blood pressure due to the physicians not understanding the device so wanted to rule it out as a cause, which they did. It was stated that the patient had received seizure reduction from vns. The death was not believed to be related to vns. Patient died in an ICU bed. The vns product is not available for return and analysis as it was not explanted form the patient.

Manufacturer narrative:
.

Event description:
It was reported that the patient had passed away on (B)(6) 2015. The patient's generator was disabled on (B)(6) 2015 at the request of the physician when the patient's blood pressure was not normal and she stopped responding to medications. No additional relevant information has been obtained to date.